Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a check, a longevity data anomaly was observed due to small fluctuations in battery voltage that caused the programmer to display a longevity estimate that was longer than expected. The patient will continue to be monitored.